Event description:
It was reported that the ventilator stopped cycling during patient ventilation. It was also reported that the patient's oxygen saturation was very low. The patient was removed from the device and placed on an alternate ventilator without any reported patient harm or injury. There is no reported death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).